Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 3 7754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
The patient via a company representative reported burning at the implantable pulse generator (ipg) site. The representative checked impedances and the system was within normal range. The burning sensation was at the device pocket and on the left side implant. The indication for use was spinal pain and chronic low back pain. If additional information is received, a follow up report will be sent.